Event description:
The patient contacted animas on (B)(6) 2012 and stated the up arrow and ok keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned it with a dry tissue. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.